Manufacturer narrative:
No cartridge was returned for evaluation and a lot number was not provided. The product meets all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established.

Event description:
A report was received on 14 may 2019 from the home therapy nurse (htn) for a (B)(6) male patient with a history of paraplegia, autonomic dysreflexia and a recent hypersensitivity type reaction during hemodialysis therapy who experienced shortness of breath, a drop in blood pressure (nos), dizziness, nausea and diaphoresis within 15 minutes of his hemodialysis treatment on (B)(6) 2019. Additional information was received on (B)(6) 2019 from the htn stating emergency medical services (ems) were called to attend the patient with no treatment details provided. Symptoms resolved enroute to the hospital and the patient recovered without sequelae.